Manufacturer narrative:
The patient underwent a successful rebushing procedure for a (B)(6) implant. There were no reported complications. As the device has not been returned it is not possible to assess the actual implant.. A review of the batch records revealed no evidence that non-conforming products were released from this batch. Rebushing is an anticipated event over the lifetime of an orthopaedic implant, consisting of the replacement of poly components which are susceptible to wear, such as bearings and bushings, in addition to the axle and related retaining mechanisms.

Event description:
The surgeon has reported that the patient requires a rebushing procedure (replacement of plastic components). This is a supplemental report to 3004105610-2015-00099 (B)(4).

Manufacturer narrative:
The implant has been in situ for 20 years. The surgeon has requested replacement polyethylene components to carry out a rebushing procedure. The date of the procedure is yet to be confirmed. This is an ongoing investigation and a supplemental report will be submitted.

Event description:
The surgeon has reported that the patient requires a rebushing procedure (replacement of plastic components). (B)(4).